Manufacturer narrative:
This lead is not expected to be returned for analysis. If additional information becomes available the event will be updated and an updated report will be submitted.

Event description:
Boston scientific received information that this right ventricular (rv), defibrillation lead contributed to high, out-of-range shock impedance which has been gradually increasing in recent weeks. The physician intended to replace the lead immediately to ensure critical therapy was not compromised, however, when it becamse difficult to remove the lead, it was capped/abandoned instead in which case the lead will not be returned for analysis. No adverse patient effects were reported.